Event description:
Placed 1/23/98. Leak was reported 2/26/98 & it was discovered that the hub attached to the guidewire was still inside the catheter. The rn removed the guidewire, repaired catheter & it is still in use.